Manufacturer narrative:
H3: the x-ray tube (product: kit svc bi71000901 tube x-ray a132 fsp, serial/lot: 17776-m8 rev. 1) was returned to the manufacturer for analysis. Analysis found no failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system. Booted up system and found generator board flickering power supply measured below 5v, replaced power supply and generator board appeared to function as expected. Found tube catalog missing and config file unable to be restored in generator board. Replaced generator board and error 16 displayed immediately, indicating the small filament was out of range. Further troubleshooting found the tube was shorted on the cathode side between common and small filament. Replaced tube and error 9 then error 14 occurred. Did passive testing on the high voltage tank and checkout passed oscilloscope waveforms did not show any asymmetry. Issue pointed to potential intelligent power module(ipm) driver board issue. Replaced inverter which includes a new ipm driver board and the issue was resolved. Performed all applicable generator calibrations and testing performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450; product ID: bi71000222, product ID: bi71000901, product ID: bi71000917, product ID: bi71000469, product ID: bi71000228, product ID: bi71000222, product ID: bi71000468, product ID: bi71000542 ; product ID: bi71000542; product ID: bi71000542, product ID: bi71000542, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system calibration keeps failing. There was a red x over the flouro button, so the site cannot take spins. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000468, serial/lot #: (B)(6), product ID: bi71000450, serial/lot #: (B)(6) rev. F, and product ID: bi71000222, serial/lot #: (B)(6) rev. F h2) the following product ids were returned unused and are no longer relevant to this event. Product ID: bi71000228 and product ID: bi71000222. H2-3) the printed circuit board assembly (pcba) was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the pcba was electrically overstressed. Codes: b01, c02, d02 h2-3) the power supply one (ps1) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the ps1 had low voltage output and had an overstressed resistor. Codes: b01, c02, d02 h2-3) the generator control board was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the generator control board had low voltage and the generator battery failed. The small filament current was out of range. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.